Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (2) unknown locking screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine hardware removal procedure of 1 plate (right 2 hole clavicle hook plate) and 4 screws (2 cortex screws and 2 locking screws) on (B)(6) 2016, surgeon found acromial erosion on shoulder near implant removal region. Surgeon thinks that there is more erosion on scare tissue than expected as the plate and screws were implanted for 3 months only. Surgeon suspects the implant, along with the patients age, and other ailments could have contributed to the site. Surgeon expects patient to heal fine. There was no delay in surgery and patient was reported as stable and surgery was completed successfully. There is no allegation against explanted devices. Original surgery was performed on (B)(6) 2016 to repair fractured distal clavicle. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.